Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, the ventilator's touchscreen became inoperable. There was no patient involvement reported.